Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 100% stenosed lesion being treated was located in the severely tortuous, calcified mid left anterior descending (lad) artery. During inflation, the 1.5x8mm apex balloon ruptured. The procedure was completed with a flextome, a non-bsc balloon, and a taxus stent. No patient complications were reported. Patient status reported as "fine".

Manufacturer narrative:
(B) (4).